Manufacturer narrative:
A ge service representative performed an onsite investigation. Parts were ordered to repair the fluoroscopic x-ray functions. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system would not capture fluoroscopic x-rays and was not functioning as intended. No pt injury was reported.